Event description:
It was reported that during use of right ventricular (rv) lead, a warning triggered for rvtip to rvcoil lead impedance however, the measurement returned to within expected range.  Additionally, the rv lead defib impedance measurement was noted to be trending up on lead trends.  The rv lead remains in use.  It was also reported that the patient's heart rate dropped to twenties, which is below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting and returned to pacing at 65 beats per minute (bpm).  It was also reported that the crt-d interrogation report displayed question marks instead of the threshold value when indicating a message for the feature that automatically monitiors pacing thresholds at periodic intervals.  The crt-d remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1888tc lead implanted: (B)(6) 2011; 419388 lead implanted: (B)(6) 2004 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.